Event description:
This 36-yr-old female underwent bilateral augmentation mammoplasty in 1983, with implantation of silicone gel implants. The MFR is known but the specifics of the device are not known to the reporting facility as they were not implanted there. Pt has since developed symptoms of pain, burning and hardness of both breasts, memory loss, dizziness, and chronic fatigue and depression. A recent MRI showed the possibility of a ruptured implant. Exam of the explanted devices shows the right breast to be ruptured, the left one intact. The breast capsule tissue shows chronic inflammatory changes and fibrosis.